Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the user facility. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00510.

Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed and indicates that product met specification when manufactured. Product not returned for evaluation. No conclusions can be reached with the information provided; however no product-related issues can be isolated regarding this event. No corrective action required as analysis shows no trend for item/lot.